Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on investigation results, probable cause based on reasonably known information was due to degradation , stress, use handling issue , cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited a corroded venting connector under the grip. There was no patient involvement.